Event description:
It was reported that the patient had an automated peritoneal dialysis (apd) cassette that was not functioning properly. There was no patient injury or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). Actual occurrence date is unknown at this time. A review of all batch record documents was performed for lot number h13d26069 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition noted. The device was not available for evaluation. If additional relevant information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not available, an evaluation could not be performed. Should additional relevant information become available, a supplemental report will be submitted.